Manufacturer narrative:
Device failed to release bow. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip with exposed cutting wire was twisted and the extrusion at the distal tip was kinked. The length of the exposed cutting wire was measured and found to be within specification. A functional evaluation found that the device met the minimum bowing specification. However, when the handle was extended to unbow the device, the distal tip did not completely release the bow due to the kinked extrusion and twisted working length/distal tip. The condition of the returned device was consistent with the complaint that the device failed to release the bow. During manufacturing, the sphincterotome devices are 100% inspected and the kinked extrusion and twisted working length are likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, upon inserting the device into the endoscope, it was noted that the catheter was twisted. The device was bowed inside of the patient. However, the device failed to release the bow and straighten. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, upon inserting the device into the endoscope, it was noted that the catheter was twisted. The device was bowed inside of the patient. However, the device failed to release the bow and straighten. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."